Event description:
Philips nasal alar spo2 sensor lot b000334101. This product is breaking excessively x4 in the last 8hrs. This has been a concern but moving it one time has caused it to break. Reference reports: mw5159050, mw5159051, mw5159052.